Event description:
An endeavor sprint rx drug-eluting coronary stent delivery system length 30 mm, diameter 2.5 mm was used to treat a long segment of disease in a patient's proximal-mid lad. Subsequent to this an endeavor sprint rx 3.0x19 mm stent (MFR report# 2953200-2010-00355) was implanted proximal. It was reported that a micro-perforation occurred during the procedure. The two stents were overlapping and post-dilated with the delivery balloon. Following the direct stenting of the lesion and post dilation, a vessel perforation was observed. It was reported that the physician "ballooned" the area until it sealed. The patient was reported to be fine post procedure and no clinical sequelae have been reported. The stent delivery system was not returned to medtronic for evaluation.

Manufacturer narrative:
(Intervention required) - (B) (4): evaluation results: (long segment of disease), (perforation), (failure to pre-dilate, post-dilated with the delivery balloon).